Event description:
Note: the date of event is unk. Note: no pt involvement. It was reported to boston scientific corp in 2009, that a captivator oval snare standard was being used. It is unclear as to whether the event occurred prior to a procedure or during a demonstration. According to complainant, the nurse received a superficial burn from a small metallic square located on the sliding part of the handle. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.